Event description:
It was reported that the patient was feeling out of energy and would want to sleep as early as 5:30pm. He would need to fight to stay awake; otherwise, he would sleep straight through to the next morning. The patient had begun taking steroid injections for his testosterone levels. Since then, he had begun exercising regularly and had lost 80 pounds. It was noted that he was "isolating the spine" for his exercises at the time of report. It was stated that the patient would regularly use a hot tub at 104 degrees. The patient would sit in it for five minutes before getting out and leaving his legs in for ten minutes to address the neuropathy in his feet. The reporter felt that the heat may be affecting the pump and allowing more drug to be administered. It was also stated that the sleepiness had been occurring for roughly two weeks, which was close to the time when the patient begun working out. It was noted that the patient had not been active for the prior thirty years. He wouldn't use his arm or leg muscles, except to walk around his house, which at one point, he had needed to use a cane for. The reporter noted that the cause of the event was hard to pinpoint as there had been so many lifestyle changes occurring in a short time. The patient did not want to begin using stimulants to stay awake and he planned on avoiding the hot tub to see if it made a difference. The device system was infusing morphine and marcaine.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).